Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant products: 157448, m2a-magnum mod hd sz 48mm, 994260. 139254, m2a-magnum 42-50mm tpr insrt-3, 653440. Us157854, m2a-magnum pf cup 54odx48id, 509550. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10946, 0001825034 - 2017 - 10948, 0001825034 - 2017 - 10949. Product location unknown.

Event description:
It was reported that a patient is being considered for revision due to pain, discomfort, dysfunction, soreness, loss of range of motion, and elevated metal ion levels. No revision procedure has been scheduled at this time. Attempts have been made and no further information is available at this time.